Event description:
On (B)(6) 2010, pt reported there is a part of the display screen on her infusion device that is right of the basal rate icon where there are what she described as "scribbles on the screen." Pt stated she can see her current basal rates and bolus amounts but when she checks the memory, she can barely make out the characters. Pt reported she typically cannot read the memory. Pt stated she has tried replacing the battery several times and the issue persists. Pt reported the issue first occurred about 2 months ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.